Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report indicating that the facility noted an increase in infections in a small number of patients undergoing cardiac surgery. The facility learned through articles and discussions with cdc that heater-cooler machines may be associated in some cases with infections in surgical patients. The facility tested the sorin heater-cooler machines for bacteria and the results came back positive. Recent communications with the customer have revealed that they have not been able to confirm a link between the sorin heater-cooler devices and any of the post-operative infections. The customer initially suspected the devices to be a contributing factor, which is why a user report was filed, but the investigation performed was not able to clearly establish a definitive link. Many actions were taken to try to identify the cause of the infections, but to this date a source has not been identified. The devices have been decontaminated by the customer. The customer has no further questions at this time and appreciates the steps sorin group has taken. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Event description:
Sorin group received a user medwatch report indicating that the facility noted an increase in infections in a small number of patients undergoing cardiac surgery. The facility learned through articles and discussions with cdc that heater cooler machines may be associated in some cases with infections in surgical patients. The facility has tested the sorin heater cooler machine for bacteria. To date, the samples have not tested positive. The facility does not know the source of the infections but has undertaken multiple measures to address the issue. Although the cause of the infection remains unknown at this time, the facility will continue to assess information regarding any source of infections and will advise the FDA and the manufacturer promptly if data ID obtained that suggests heater cooler machines may have amused any patient issues.

Manufacturer narrative:
Serial number was not provided. Will be forwarded if made available. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a user medwatch report indicating that the facility noted an increase in infections in a small number of patients undergoing cardiac surgery. The facility learned through articles and discussions with cdc that heater cooler machines may be associated in some cases with infections in surgical patients. The facility has tested the sorin heater cooler machine for bacteria. To date, the samples have not tested positive. The facility does not know the source of the infections but has undertaken multiple measures to address the issue. Although the cause of the infection remains unknown at this time, the facility will continue to assess information regarding any source of infections and will advise the FDA and the manufacturer promptly if data is obtained that suggests heater cooler machines may have caused any patient issues.